Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as bruising due to garment being too tight. There was no alleged device malfunction contributing to the irritation. The patient¿s physician nurse suggested using aquaphor for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable